Manufacturer narrative:
E1. Initial reporter phone: (B)(6). If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a cardiac ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter. The patient suffered cardiac tamponade requiring surgical intervention. It was reported that the blood pressure decreased, and effusion was confirmed with sound star eco catheter. Timing was during left superior pulmonary vein (lspv) ablation. It was confirmed that the blood pressure decreased. Cardiac drainage was performed, and it was confirmed that blood pressure stabilized in the catheter room after 800 cc of venous blood was drained. The patient returned to the ward with a drain in place. Blood transfusion was performed. The physician¿s assessment of the health hazard was non-serious (moderate/minor). No special notes indicated for relevant tests/laboratory data. Atrial septal puncture was performed with a radiofrequency (rf) needle. Bb was performed. Ablation was performed before pericardial effusion or tamponade was confirmed. Steam pop was not confirmed. Irrigation catheter¿s flow rate setting was pre post rf time 1sec. Method of contact force (cf) monitoring were dashboard; vector; visitag. The coloring settings for visitag was tag index. The causal relationship with product was unknown. The physician's opinions on the relationship between the event and the product was that since it was venous blood, something might have happened before the approach to the left atrium.there were no abnormalities observed prior to and during use of the product.

Manufacturer narrative:
It was reported that a patient underwent a cardiac ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter. The patient suffered cardiac tamponade requiring surgical intervention. It was reported that the blood pressure decreased, and effusion was confirmed with sound star eco catheter. Timing was during left superior pulmonary vein (lspv) ablation. It was confirmed that the blood pressure decreased. Cardiac drainage was performed, and it was confirmed that blood pressure stabilized in the catheter room after 800 cc of venous blood was drained. The patient returned to the ward with a drain in place. Blood transfusion was performed. The physician¿s assessment of the health hazard was non-serious (moderate/minor). No special notes indicated for relevant tests/laboratory data. Atrial septal puncture was performed with a radiofrequency (rf) needle. Bb was performed. Ablation was performed before pericardial effusion or tamponade was confirmed. Steam pop was not confirmed. Irrigation catheter¿s flow rate setting was pre post rf time 1sec. Method of contact force (cf) monitoring were dashboard; vector; visitag. The coloring settings for visitag was tag index. The causal relationship with product was unknown. The physician's opinions on the relationship between the event and the product was that since it was venous blood, something might have happened before the approach to the left atrium.there were no abnormalities observed prior to and during use of the product. Device evaluation details: the product was returned to biosense webster (bwi) for evaluation. A visual inspection and revision of all features were performed following bwi procedures. Visual analysis revealed no damage or anomalies on the device. The device features were reviewed, and no issues were observed during the product investigation. A manufacturing record evaluation was performed for the finished device number lot 31012742l and no internal actions related to the complaint were found during the review. No malfunction was observed during the product analysis. The root cause of the adverse event remains unknown. The physician's opinions on the relationship between the event and the product was that since it was venous blood, something might have happened before the approach to the left atrium. There were no abnormalities observed prior to and during use of the product. As part of biosense webster¿s quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).